Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with a spoon of sugar and had a cookie. Customer did using auto mode but during the low blood glucose incident she did not have a sensor inserted. The device will not be returned for analysis.